Manufacturer narrative:
(B)(4). D10: cat# ep-200150 lot# 411540 act artic e1 hip brg 28x44mm. Cat# 00877502802 lot# 3087899 bioloxâ® delta, ceramic femoral head. Cat# 00801102028 lot# unk allen medullary cement plugs 1-28 mm diameter flange/14 mm diameter core. Cat# 010001002 lot# 3344027 g7 screw 6.5mm x 45mm. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two and a half years post-implantation, the patient underwent a hip revision due to stem loosening. The bearing, head, stem, medullary plug, and one screw was revised. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the explanted stem, covered in bio-debris. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. Xrays provided are from 2022, year of initial surgery, and revision due to loosening was not performed until 2024 so images would not enhance the investigation at this time a definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.